Manufacturer narrative:
The date of event and date of this report fields were entered incorrectly in the initial report, and are corrected in this follow-up report.

Event description:
The customer reported diff voteoutes on the 5ca2 control, and a fluid leak of approximately 2ml from the blood sampling valve (bsv) on a coulter hmx hematology analyzer with autoloader while priming the instrument. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer's attempts at troubleshooting failed to resolve the issue, and service visit was requested. A field service engineer (fse) replaced tubing on bsv ports wm6 and wm11 to resolve the leak and the diff vote outs on 03/06/2015. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).